Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the marionette lines and the "back left side of the jawline" with 1 syringe of juvéderm voluma® xc, the patient developed ¿biofilm.¿ patient was being treated overseas in "intensive care" with IV antibiotics. Patient was also injected the in the cheeks, chin, and "along the side of the jawlines" with 5 syringes of juvéderm voluma® xc the day prior to this injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00350 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc (lot#: vb20a50555).

Manufacturer narrative:
Medwatch sent to FDA on 5/20/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported after injection in the marionette lines and the "back left side of the jawline" with 1 syringe of juvéderm voluma xc, the patient developed ¿biofilm.¿ patient was being treated overseas in "intensive care" with IV antibiotics. Patient was also injected the in the cheeks, chin, and "along the side of the jawlines" with 5 syringes of juvéderm voluma xc the day prior to this injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00350 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma xc (lot#: vb20a50555).